Event description:
Pencil stayed active even though switch was not on. Pt was burned on the thigh after making contact with pencil tip.

Manufacturer narrative:
Health professional found the blade tip was bent from possible autoclaving. They further stated that while foreign particles were found inside of pencil when they took apart the handpiece. All required testing was conducted to determine conformance to specifications. Investigation results did not reveal a failure of the product to meet its predetermined requirements. Could not reproduce reported malfunction.